Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the thread on the g7 insertion handle broke during initial surgery. A surgical delay of 5 minutes occurred trying to remove the thread fragment from the cup. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10, h2; h3; h4; h6 reported event was not confirmed, however, the device was returned and evaluated. The threaded tip show visible damage in the form of indentation of the threads. There is no visible crack or fracture. The face of the tip is still intact. The shaft and strike plate of the inserter are scuffed and dinged consistent with a multiple use instrument. Sem analysis was reviewed with visual examination and optical microscopy using a keyence vhx-1000 digital microscope. Thread damage can be seen of the distal threads. There is no fracture surface separate from the damaged threads. Xrf analysis found the g7 straight inserter material to be consistent with 455 stainless steel alloy. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.